Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept turning off, ac power was failed. A field service engineer (fse) inspected the drawer cable, but no issue found. Then confirmed that no specific drawer was causing the issue and the battery was already replaced. Power module was replaced, and drawers was then tested and all worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was turned off and displayed an ac power failed error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.